Manufacturer narrative:
Correction: section h device manufacture date. A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that error message shows 'need recovery' but unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed. A field service engineer (fse) observed intermittent lock status in hardware test application for the drawer. The latch sensor had been previously replaced, so the drawer controller board was replaced during this visit, but the issue persisted. Upon further inspection, mechanical play was found in the red lever, which was then replaced. The drawer was tested in hardware test application, and customer verified its functionality in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that error message shows 'need recovery' but unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.